Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6- the complaint device was received and inspected. Visual inspection of the tube set revealed a cut in the tube set in the area where it is placed over the pump head rollers. The root cause of this failure is believed to be due the incorrect placement of the tubing on the pump head roller before latching the pressure arm. This is caused by not centering the tubing over the pump head, and the cut occurs when operator first begins priming and the pump head begins moving, therefore cannot be seen. This complaint can be confirmed. A manufacturing record evaluation was performed on (B)(6)2019 for the finished device 284508 lot number 6412, and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A manufacturing record evaluation was performed on (B)(6)2019 for the finished device 284508 lot number 6412, and no non-conformances related to the reported complaint condition were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI#:(B)(4).

Event description:
It was reported by the sales rep via phone that during a shoulder arthroscopy procedure the customer's fms fluid management system inflow tubing had a cut in the line and the fluid leaked everywhere. The procedure was completed with another tube set with no patient harm or surgical delay to the case. The device will be returning for evaluation.